Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was leaking urine during intercourse. A surgical procedure was performed to remove and replace the aus. Additionally, the cuff was downsized from 4.0 cm to 3.5 cm because the physician felt it was not fully coapting the urethra. No additional patient complications were reported.